Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. Cracked reservoir tube and minor scratched lcd window.

Event description:
Customer stated that during the prime process insulin is pouring out. The insulin pump alarmed during the prime process. The blood glucose reading is 324 mg/dl. Customer treated with a manual injection. Customer stated that the insulin pump was dropped on the floor the previous day. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.